Event description:
It was reported that a spectrum iq infusion pump had the keys 1-4-7 not working during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'keys 1-4-7 not working' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be column 2 not operable/functioning properly. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.